Event description:
It was reported that customer experienced problems with charging pump. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.